Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose while driving, treated with oral carbohydrate (kombucha and potato chips), and paused the ilet pump; prior to the low, glucose had risen to approximately 240 mg/dl after an unannounced lunch and then declined, and the user asked about announcing meals and was transferred to discuss a potential factory reset. Symptoms included hypoglycemia with diaphoresis and tremors. Outcomes included serious injury or illness/impairment and unexpected medical intervention in the form of medication/carbohydrate administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and that the event was an adverse event without an identified device or use problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was cause unclear for both hyperglycemia and hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.